Event description:
Hill-rom received a report from the account stating the pt positioning module would not set. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the pt positioning module could not be set due to user error. The siderails were in the down position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech placed the siderails in the proper position as outlined in the user manual to resolve the issue. The tech tested the pt positioning module and found the bed functioned as designed. The tech inserviced the account on proper use of the pt positioning module. Based on this info, no further action is required.